Manufacturer narrative:
The device has been received. However, the product analysis has not yet been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during use, the nim 3.0 mainframe was not identifying the nerve. There was no patient impact.

Manufacturer narrative:
The product analysis indicates the reported issue could not be reproduced as the system was frozen at start-up screen. The cracked back cover and missing rubber bumpers were replaced. The software and thumb drive was updated to latest version and flashcard installed. The touchscreen calibration was performed. If information is provided in the future, a supplemental report will be issued.